Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main 2.2 drawer was broken with parts rolling around. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer had broken rails. A field service engineer confirmed the customer's report that silver bar bearings were rolling around inside the drawer. The fse inspected the drawer, verified that the rails were broken, and replaced the smart half-height drawer to resolve the issue. After the replacement, the fse had the customer test and inventory the drawer and also ran the hardware test application (hta). All tests passed. The system functioned as intended after the field service engineer repaired the device.